Event description:
Follow up information reported that the patient was scheduled for a revision of the pocket for (B)(6), 2013. Further follow up information received a day later reported that the revision procedure was successful and the patient was now able to get good coupling. If additional information is received, a follow up report will be sent.

Event description:
Additional information received indicated the plan during the pocket revision was to do intra-operative analysis to optimize programming and recharging. Two days later it was indicated the revision had to be rescheduled due to an unrelated infection from a spider bite. About two weeks later, the patient's revision had not yet been rescheduled. A second follow up report will be sent if additional inf ormation is received.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Upon further review of the file, it was stated that they looked at the pocket and thought there was still some inflammation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was two weeks post-implant and was having a difficult time recharging. The patient could not get more than two coupling bars. It was noted that there was little swelling and the wound looked good. It was reported that the upper connector portion was more superficial and it might be tilted. A pacer was added and coupling was checked with no bars established (but still able to charge). It was noted that unless putting pressure on the bottom portion of pocket they could achieve 2 bars maximum. About five days later, it was stated that all impedances were within normal limits. A follow up appointment was scheduled for (B)(6) to see if coupling improved after the patient was further out post-operatively. The patient was receiving good therapy and was able to charge her device but was still unable to acquire more than a two bar coupling. The appointment was eventually rescheduled for (B)(6). A little more than a week later, it was reported that it took 4-5 hours to charge and the patient was only able to charge up to 50%. There were no patient symptoms/injuries related to this event. The device locator was used and different positions were tried with the charging head. A week later, it was indicated the patient was getting 0 coupling bars most of the time when she charged. The device was at 50% at the time of the report. It was stated that the charging duration was taking too long and in patient's eyes, it was a quality of life issue. It was thought the ins was too deep and tilted. About two weeks later, it was noted the patient was going to have a pocket revision, but it had not been scheduled. Information received as of the date of this report indicated the patient had been scheduled for a revision surgery as the pocket was too deep and the connection was poor. It stated there were no malfunctions. It was later noted the pocket revision was scheduled for (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.